Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited increasing shock and pacing impedances on the right ventricular (rv) channel. The shock impedance was measured high and out of range. Boston scientific technical services provided trouble shooting recommendations and an in clinic follow up is being scheduled to perform testing. The right atrial (ra) lead pacing impedances were also observed to be increasing. The ra lead is a competitor product. The rv lead and this ICD remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that during a recent review of data from the remote monitoring system some noise was observed on the shock channel. Boston scientific technical services (ts) reviewed the data and provided trouble shooting recommendations. No adverse patient effects were reported.